Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device sensed myopotential noise due to oversensing. Programming changes were made sucsessfully. Device remains planted.